Event description:
At the conclusion of cardiac bypass surgery attempts to externally defibrilate the patient were unsuccessful due to equipment problems. The chest was areopened and attempts to internally defibrilate the patient were unsuccessful due to equipment problems. The patient was put back on the pump and converted to a sinus rhythm. The defibrillators wsere tested by our bio-med department and the problem could not be duplicateddevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: incorrect technique/procedure. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.